Event description:
Bilateral subcutaneous mastectomy in 7/82 with immediate reconstruction of the breast using silicone gel implants 305cc. The pt noted development of allergy-like sensitivity following surgery. In 1986, pt developed irritable bowel syndrome. Most recently, the pt has developed joint pain and swelling, specially the right arm, hand and elbow and the right foot, predominantly on the right side. In addition, the pt also has night sweats, short-term memory problems, fatigue, the breast is sore specially in the lateral aspect of both breasts. The right lateral breast is also painful. The pt also has myalgia in the calves, hip, arm and chest. On physicial examination, the pt has a class iii contracture on the left and no contracture on the right. Xeromammogram and ultrasound shows a right definitive ruptured implant and the left side appears to be intact. As a result of ruptured implant, local pain as well as systemic symptoms that may be associated with silicone implants, it is medically necessary to remove these implants.